Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for esophageal varices on (B)(6) 2013. According to the complainant, during the procedure for an existing bleed, two of the bands were not able to be deployed on the varicose vein; they remained on the ligator head. The bleeding was able to be stopped using this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.